Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2rzau serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-aug-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedances on all electrodes (>4000 ohms). Symptoms returned. Amplitude could not be increased higher than 0.3 for electrode 2.3, not higher than 0.8 for electrodes 0.1. Patient had twiddled syndrome (confirmed via x-ray). X-ray on (B)(6) 2026. Lead replacement will be performed. Ipg will be fixated to the fascia.